Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) ¿leak in iab circuit" alarm reported. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not duplicate any failure when tested with test catheter and patient simulator. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.